Event description:
The company received a report from a clinical engineer where it was alleged that the device did not alarm during a patient event. A nellcor representative has attempted to gather further information related to this report but was provided limited information. The rep was provided the following information "the nurse walked into the room to find the patient attached to the device and sensor (unspecified model sensor) and the patient was blue but the oximeter was not alarming." The nurse reported that the monitor was blank, and not alarming. The patient coded and did not recover.

Manufacturer narrative:
Multiple attempts have been made to collect further information related to this report with no response from the customer. The customer is no longer communicating with covidien about this event. No serial number was provided and the device is not being released for investigation.